Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on october 7, 2016. (B)(4). This complaint issue occurred on (2) separate cases. A separate 3500a form has been completed for the other case. Not returned to manufacturer.

Event description:
End user reports the mass melted and then hardened against the stoma and peristomal skin within about 36 hours, making it difficult to remove.